Event description:
The customer reported that the system would not expose an x-ray when moving the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray control battery and the connection between the camera and the tube were replaced. The system was tested and found to be working as intended and put back into service.